Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's left knee was revised because she was unable to flex the knee. A 5x11 ts insert was revised to a 5x9 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.